Event description:
Customer says he would get a blood glucose of 117 mg/dl and then would retest about 2-3 minutes and blood glucose result would be 280-290 mg/dl range. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.